Event description:
Pt experienced respiratory arrest on the pulmonary medical unit. Following resuscitation, the pt was subsequently transferred to the critical care unit and placed on the ventilator. Pt went into cardiac arrest approx 5 minutes after being placed on the ventilator. Pt was coded for 45 minutes but did not survive the code. It appears that the ventilator circuit was not assembled correctly preventing the pt from receiving oxygen or ventilation from the machine.